Event description:
It was reported that after insertion and placement of the PICC, the catheter detached from the connector and slipped into the pt's right heart chamber. It was removed via the v. Femoralis.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.